Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they fell a couple times and sometimes it works and sometimes it does not work. The patient spoke with their nurse at managing physicians office who said that the manufacturer said that patient would have to keep it in for another 2 months and they want patient to try different settings. Patient stated they checked the implanted system after the falls and "they don't think its really working" and patient could not feel the vibrations. Patient states they would not do another surgery because patient has to give it another 2 months and patient is tired of peeing all the time. The patient states their doctor's office had the manufacturer representative call them but patient missed the call. It was recommended that the patient consult with their physician's office to determine appropriate interventions.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was to report that patient doesn't think that the implant is working anymore. Patient said has been peeing every hour for about the last two weeks. Patient said has had a couple of falls about two weeks ago and has fallen straight on her back on concrete. Someone in the background said that patient has fallen about 5-6 times in the last 3 months. Patient also said that it feels like the ins is moving around more than before. When asked, patient said no changes to diet or fluid intake. Patient did say that they were taking a fluid pill and about a month ago was prescribed a new high blood pressure pill. Patient said that they spoke to the pa at hcp office and was directed to switch programs and adjust setting for a couple of weeks. Reviewed general programming guidance. Patient connected to therapy page, said is on program 5 at 0.6 and during call, increased to 1.0 and can feel the stimulation. Patient to monitor symptoms for 2-3 days and if doesn't notice improvement to increase setting and monitor again. Patient to continue with this process until finds a setting that helps or reaches upper limit comfort-wise and then switch to different program.